Event description:
Procedure type: wedge resection. According to the reporter: the material was not trimmed. Resection was done on s2. Nine days after the surgery, damage on lung parenchymal was found and re-operation was done. The damaged part was lower lobe s6. A small hole was found which looked like it was stabbed by needle. The lung has emphysema. Bleeding under 200cc occurred. Nothing fell into the pt cavity. A small hole looked like stabbed by needle was found on s6. According to the surgeon both parts were close to interlobar, so when the lung was inflated there is a possibility that the parts touched.

Manufacturer narrative:
(B)(4).